Manufacturer narrative:
On july 26, 2019, during the initial functional test, the returned autopulse platform (serial (B)(4)) displayed error message user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large). The investigation findings revealed of imbalance between the two loads cells, both load cells were over reported (defected). Therefore, the root cause of the ua 07 error was due to damaged load cells as a result of an aging device. The returned autopulse platform was manufactured in september 2008 and it is nearly 11 years old, well beyond its expected serviceable life of 5 years. During visual inspection, damaged top cover, front and bottom enclosures and a bent battery lock on the returned autopulse platform were observed. These types of physical damages on the ap platform was likely attributed to user wear and tear, and was originally reported by the customer. The damaged parts were replaced. The initial functional testing of the autopulse platform failed due to (ua) 07 displayed upon powering on. To remedy (ua )07, the damaged loads cells identified during evaluation were replaced. After component replacement, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all the functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
On july 26, 2019, during the initial functional testing, the returned autopulse platform displayed error message user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) upon powering on.